Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 400. Customer was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2022 with issue resolved and no permanent damage. System check was performed with tandem technical support and no issues were identified.